Event description:
Centrifuge unit was set to either 3400 or 3500 revolutions per minute with four plastic serum tubes in place. Several minutes into the run, the rotor nut came loose inside unit and the rotor nut and blood serum were ejected from the unit. The rotor dislodged but remained in the unit. The tubes were not broken and also remained in the unit. One tube cap came off and the technician, who was sitting near the unit at time of event, was sprayed with serum, but was not struck with any debris and there were no injuries. Cycle counter for the unit had expired. Except for the advance age of the unit, no immediate cause of the incident was determined.